Event description:
The turbohawk was being used in the sfa. During the procedure a small perforation occurred and the physician chose to deploy a covered stent, followed by balloon angioplasty.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.